Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, generalized illness. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a mentor memorygel 475cc silicone prosthesis experienced right sided rupture, migraines, metal smell coming from body, metal taste, lack of appetite, muscle weakness, back neck & shoulder issues, possible auto immune, and breast pain post procedure. The issue of rupture was confirmed by the physician. As result patient underwent bilateral removal with no replacements on (B)(6) 2020. The patient reported that after the removal her symptoms improved. This report relates to right prosthesis.

Manufacturer narrative:
Device photo was received on september 8 2020. Photo evaluated on september 17 2020: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation/rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).